Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated magnesium result while using the architect c8000 analyzer. The customer provided the following result data: sid (B)(6): initial result 6.4 mg/dl, retest 1.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement (tubing) which resolved the issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number (B)(4) was identified.